Event description:
Healthcare professional reported left side "capsular contracture" baker grade iii. Health professional later reported "the implant was found to have an internal implant fracture, unclear if this was due to explant vs en vivo". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade iii. Health professional later reported "the implant was found to have an internal implant fracture, unclear if this was due to explant vs en vivo". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Gel fracture:no observed gel fracture additional observations: white particles observed in the surface of the shell. Creases observed on the shell. No further actions are required as the device was implanted.